Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model mc100. This product was used for the product code, and 501k. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding a conector microclave¿ clear in which it was reported that the connector was leaking medication at the connection with the IV tubing. This incident occurred with the administration of parenteral nutrition in the neonatology department. It is unknown if a patient was involved, and no harm was reported.

Manufacturer narrative:
D9 - device available for evaluation: no. Two (2) photos were provided showing two (2) lat-mc100 microclaves. One (1) microclave had fluid in the housing, evidence of internal leakage. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.